Event description:
It was reported that the user ran out of insulin while away from home, self-administered 5 units of humalog by pen, and immediately reconnected to the ilet despite guidance to wait 1.5¿2 hours; the ilet was then disconnected to fill tubing until drops were observed and reconnected, with a concurrent glucose of 377 mg/dl and no symptoms, and the event was categorized as a usage issue rather than a device fault. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the device component assessment was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.